Event description:
The hospital reported that when the brace was applied to the pt, the pt got severe dermatitis.

Manufacturer narrative:
Deroyal: the reported device was not returned for evaluation. Investigation into the root cause is in process. The user facility did report that the pt was diabetic; the instructions for use for this device does state the following contraindication 'pts with poor peripheral circulation, diabetes or decrease in skin sensitivity should not use a knee immobilizer'. Furthermore, the product is not made with natural rubber latex.